Event description:
It was reported that the patient underwent a pocket revision due to pain at the pocket location. Patient is reportedly doing well after the revision.

Manufacturer narrative:
Weight of patient not reported. Device still remains in patient. This is a final report.